Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading with the adc device compared to how they felt and the customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced "no symptoms" and was unable to provide self-treatment. The customer had contact with a non-healthcare professional (non-hcp/father) who provided 1 piece of tangerine as treatment. Upon arriving home, the customer's father obtained an unspecified high blood glucose reading on an unspecified device and provided a 0.5 ui higher dose of rapid insulin as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.